Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was crashing frequently and shown fatal error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application had been crashing, a technical support specialist (tsc) dial-in failure caused by a full c drive. A field service engineer resolved the issue by identifying and deleting non-essential structured query language (sql) error log files. After performing a resynchronization, the station operated normally and remained stable. The system functioned as intended after the field service engineer troubleshot the device.